Event description:
Our (B)(6) might have consumed a little bit of this product [accidental device ingestion by a child] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number be3a1, expiry date 31st january 2024) for product used for unknown indication. On an unknown date, the patient started super poligrip original (zinc free formula). On (B)(6) 2021, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant and other: gsk medically significant ). The action taken with super poligrip original (zinc free formula) was unknown. On (B)(6) 2021, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to super poligrip original (zinc free formula). Additional details: adverse event information received via call center representative (phone) on 28dec2021. The reporter stated that," our (B)(6) might have consumed a little bit of this product I was wanting to know the procedure of that poligrip. Pink. Yes mam. 2.4 oz. 2024/ oh jan 31 2024 lot be3a1. No prolly. That's correct. I plan on it. Yes. My moms uses it. Yes."

Manufacturer narrative:
Argus case: (B)(4).